Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose that day was above 250 mg/dl and below 500 mg/dl with extreme drowsiness and nausea. The reporter noted the patient received phone advice from a healthcare professional to treat with insulin via the pump and other unspecified treatment, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the patient did not prime the infusion set tubing. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a reported use error.